Event description:
This is a spontaneous report by a physician from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The physician reported that the patient developed peritonitis manifested by cloudy effluent on (B)(6) 2010 and was hospitalized. By the morning of the (B)(6) 2010, the peritoneal effluent was clear. Pd therapy was ongoing. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.